Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) showed high pacing impedance measurements of over 3000 ohms on the right atrial (ra) channel, that were confirmed to be related with the spring contact issue, as several irregular high pacing impedance spikes were noticed in the ra impedance trend. In addition, an old previous atrial tachy response episode was noticed to have been triggered by respiratory rate trend (rrt) oversenslng on this ra lead with very small amplitude signals. The rrt feature was turned off some months later. Technical services indicated that to solve the impedance issue,a new device with the enhanced header is needed, not only to change the ra lead. Eventually, the ICD was explanted, while this ra lead was surgically abandoned. Both products were replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).